Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. Tape not sticking and the reason for product not adhering is playing. The blood glucose level was high (290mg/dl) and the patient treated with pump.